Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's incision site opened at the ipg site. The device is scheduled to be removed. It was noted that the patient was receiving effective pain relief from the device.